Event description:
It was reported there was externalized conductors found during a routine generator change confirmed via fluoroscopy between the rv and svc coils. The lead remains implanted and active. The patient had no ill effect.

Manufacturer narrative:
(B)(4).